Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 1799 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of luteal cyst of ovary, pelvic pain female, endometriosis, vaginal bleeding (patient who presented with the complaint of vaginal bleeding soaking a pad q 20 min. On exam in clinic-bleeding from left edge of cuff. Vaginal packing placed after monsol's solution), drug allergy, past tobacco smoking, parity 2, gravida ii, menorrhagia and overweight. Previously administered products included: lexapro, neurontin [gabapentin], ultram ER and xarelb. The patient had a family history of heart disease, unspecified. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 1738 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateralsalpingo-oophorectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no discrepancy noted insertion date of drug updated to (B)(6) 2010 from (B)(6) 2010 normal-appearing endometrial cavity status post placement of 3 rings, exposed on the right side and 1 ring exposed on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.881 kg/sqm. [Pathology test] on (B)(6) 2015: micro pathology report clinical history: menorrhagia. Operation: laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, cystoscopy. Specimen: cervix, uterus, bilateral fallopian tubes and ovaries. Diagnosis: uterus and cervix, resection: abnormal benign, weakly secretory endometrium with dyssynchronous glands. Focal features suggestive of superficial adenomyosis. No endometrial hyperplasia, glandular epithelial atypia, or evidence of malignancy. Ovaries and fallopian tubes, excision: right ovarian hemorrhagic corpus luteum cyst and a right paratubal benign serous epithelial cyst. Left ovarian benign serous epithelial inclusions. No endometriosis or evidence of malignancy. Gross: the lobulated, gray-maroon, 2 x 1.8 x 1.5 cm, right ovary contains physiologic cysts, including a 1.5 cm, yellow, luteal cyst quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 1799 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.